Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings:one unexplained por¿s observed in the black box. Battery compartment is cracked on the side near the threads. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated during this time. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found.